Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported occlusion of a certas valve. The valve was implanted via v-p shunt on an unknown date with an unknown setting. However, occlusion of the valve was observed. Therefore, the valve was removed last week (between jul 13 and 18, 2020) and a new valve will be replaced in this week (between jul 21 and 25, 2020). The physician commented that the patient had intraventricular hemorrhage and high value protein concentration.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a